Event description:
The user facility originally reports that they are sending back 5 each #r-6367a, lot #32608, because 16mm screws were packaged in bags labeled 12mm. The customer believes they may have discarded the 6th screw. The user facility reports today that the incident was discovered during an anterior cervical disc fixation procedure, and that there was pt contact with the device, but there was no pt injury. The screw that was used was said to be discarded, therefore not returned.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info. The actual device was discarded by the customer. All other unused, mislabeled products are being returned for eval. Integra lifesciences corporation is filing on behalf of the initial distributor j. Jamner surgical instruments.